Event description:
It was reported that after the customer filled the cartridge, insulin began leaking from the septum. Reportedly, this issue occurred with 2 cartridges. Customer did not know if his blood glucose levels were impacted.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.